Event description:
It was reported that the right ventricular (rv) lead exhibited increasing rv thresholds. The rv lead was extracted and upon extraction a broken insulation at the area of the fixation sleeve was noted. The rv lead was replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented, electrical resistance and cross continuity test results were within specification. Visual analysis found outer insulation breached where the suture sleeve located. There was not much blood ingression in lumen that indicates the insulation breached at the time the physician removed the lead.